Manufacturer narrative:
B3: event date: february 2026. Prismaflex st100 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy with a prismaflex st100 set, a "piece (luer lock connector) on crrt was broken where anticoagulation infuses" and resulted in the leakage of heparin "on the backside of the syringe". There was no report of serious injury associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.